Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that somehow the buttons were pushed on the insulin pump during the night, now she know how to lock the insulin pump. Customer stated that she was getting over 80 units every hour. The blood glucose reading was 300 to 400 range. Customer did not receive alarms. Customer has changed the max bolus to 20 units. Nothing further reported.